Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux enhanced half height drawer 1.1 was frequently failing and not connecting to the bus. A field service engineer replaced the controller board, reseated and checked all cables, and replaced missing or damaged slide bumpers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failure was observed. Auxiliary drawer 1.1 continued to fail and the device indicated that the drawer was not detected on the bus. The communication cable was reseated; however, the failure recurred, and the drawer remained nonfunctional. The detection issue prevented normal operation of the auxiliary drawer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.